Event description:
Additional information later reported the symptoms the patient experienced were nausea, shaking, restless and anxious. There were no alarms. Troubleshooting included the patient reported to the visiting rn. The patient was instructed to follow up with psych. The pump refilled (B)(6) 2013 and patient was indicated as stable with pump. The pump was also used to deliver bupivacaine.

Event description:
It was reported the patient went through withdrawal. The patient asked the physician to reduce the morphine as they were having trouble breathing. The patient had apnea and went to the hospital. When the patient got home he went through withdrawal for two days and it was "really super bad." Since the withdrawals the patient has become paranoid and has panic attacks. The patient follows up with a psychiatric nurse and takes xanax and "some other pill" to help control panic attacks. The patient had not had an attack in a long time. The pump was delivering morphine and an unknown medication. Additional information has been requested but was not available at the time of the report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8731, serial # (B)(4), implanted: (B)(6) 2006, product type catheter. (B)(4).